Event description:
Customer states that when using the expo32 sw 'listmode' feature to play back files from the xl system, and '% in regions' is selected, the % results in the dotplot (graph), within the quadrants, is incorrect. The % results in the separate statistics box, however, are correct. The dotplot results could be used without identifying the incorrect % results, and there is a remote possibility that a diagnostic workup could be affected, if the application used is as an ivd. Refreshing the system will clear and correct the dotplot % results to agree with the separate statistics box results. Flow cytometry is considered high complexity testing and special operator training is required. The expo32 software is general purpose software and can be used on the xl system for research or diagnostic purposes. Beckman coulter feels this event requires reporting under 21cfr 803.